Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing of noise, and elevated sensing integrity counter (sic) counts. The lead was reprogrammed off and later capped and replaced. No patient complications have been reported as a result of this event.